Manufacturer narrative:
Philips complaint investigator contacted the customer, and obtained the alarm log from the central station (piic). A review of the alarm log found multiple technical alerts for spo2 and respiratory rate; these alarms were silenced. The alarm log also contained several instances of red desaturation (desat) alarms, which were also silenced. There was no product malfunction; this is considered a user issue. The customer was unsure if the device alarmed for desaturation (desat); the alarms were seen within the piic alarm log, and the alarms were silenced. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient expired, and they are unsure if the monitor alarmed for saturation. This occurred with a patient in unit dal6b, bed d275a, between 10:00-22:00 on (B)(6) 2019.